Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. The coviden customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb and the gui to bd cable assembly. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).